Event description:
The customer reported that during an ladg, bleeding occurred although an end tone, indicating a completed seal cycle, we heard. The bleeding was controlled by applying gauze. The physician continued using the same device to complete the procedure. It was further noted that the pt's tissue was very fragile and would bleed easily.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.